Manufacturer narrative:
Report date: 06feb2019. Date rec'd by MFR: 05feb2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the user interface. The customer replaced the defective user interface to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a dim display. It is unknown if the device was in use at time of the event. The event date was not specified; estimate used.